Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment egd or unknown procedure, also unknown location or eshophagus. This report is report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During unknown time, the clip prematurely deployed. There were no patient complications have been reported as a result of this event. No other information obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment / /egd or unknown procedure, also unknown location or eshophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During unknown time, the clip prematurely deployed. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown. No additional information despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During unknown time, the clip prematurely deployed. The anatomy location is unknown. The procedure was completed with unknown device. There were no patient complications have been reported as a result of this event. No other information obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment egd or unknown procedure, also unknown location or eshophagus. Correction: e4: init rptr also sent rep to FDA. Block h11: investigation results: the returned resolution 360 clip was analyzed, and visual inspection found the device returned with the clip assembly and no activations performed. During the functional test, the activation and release were performed and found to be in good condition. The reported event of clip premature deployment was unable to be confirmed. The investigation did not detect any problems related to the reported issue clip premature deployment, as the device was returned with the clip assembly, without any activations performed. During the functional test, the activations and release were performed and found to be in good condition. No signs of premature deployment were observed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.